Event description:
The pt underwent a lumbar interbody fusion procedure at the l3 - l5 spine levels in which the neurovision device was utilized. Pt reported significant left hip/leg pain immediately following surgery which did not abate in the subsequent days. Lumbar plexus injury and femoral nerve palsy were reported. No additional pt history is known at this time.

Manufacturer narrative:
(B)(4). The device was evaluated by nuvasive on (B)(4) 2010 and was found to operate within established specifications. A malfunction is not known to have occurred and no root cause of the reported event has been identified. Review of service and complaint history indicates no faults were noted following the surgical procedure. Should additional relevant information become available a subsequent report will be filed.